Manufacturer narrative:
(B)(4). The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to a burned filament found in the hotwire flow sensor.

Event description:
The customer reported that while using the avea ventilator, the hot wire flow sensor is not recognized by the ventilator. The customer stated there was no patient involvement associated with this event.